Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was found lodged in the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp, uterine leiomyoma, paratubal cyst, menorrhagia and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil was found lodged in the myometrium"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2019: 1. Cholelithiasis, without gross CT evidence of inflammatory changes at this time. Correlate with clinical symptoms. No evidence of bowel obstruction. Stool filled loops of large bowel suggestive of constipation. The appendix is within normal limits. No gross renal/ureteric calculi. No evidence of obstructive uropathy. Bilateral fallopian tube essure devices. The left essure device may not be in appropriate. Position. Correlate with clinical symptoms. Pathology test - on (B)(6) 2019: an essure coil is noted protruding through one of the fallopian tubes at the point of. Attachment. On sectioning through the uterus, another essure coil was found lodged in the myometrium. Benign endometrial polyp. Proliferative endometrium. Leiomyomata (submucosal), including symplastic leiomyoma. No necrosis or increased mitoses seen. Bilateral fallopian tubes. Bilateral paratubal cysts. No atypia or malignancy seen.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received. Reporter added. Medically confirmed case. Lab data added. Event medical device removal is replaced with event essure coil was found lodged in the myometrium. Event device expulsion added. Concomitant condition added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.